Manufacturer narrative:
(B)(6).

Event description:
It was reported that the tip ruptured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the tip part of the device ruptured. The procedure was completed with another of the same device. There were no patient complications reported.